Event description:
It was reported that during a da vinci si ureteral reimplantation surgical procedure, the tip of large needle driver instrument was bent. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was evaluated. Per the customer reported complaint, failure analysis investigation confirmed the customer reported failure mode with the following clarification. One grip was bent and the carbide insert was cracked with no missing pieces. The grip exhibited one indentation at the tip, likely causing the grips to bend and crack the carbide insert. It was concluded that the damage was likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the carbide insert found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.